Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and rv oversensing. It was noted the rv pace impedance was steady at approximately 434 ohms through (B)(6) 2015 and steadily rose to 855 ohms by (B)(6) 2016; t-wave oversensing (twos) was identified in non-sustained ventricular tachycardia (nsvt) episodes and ventricular fibrillation (vf) episodes 27-30. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the patient presented to the clinic for a regular follow-up device check and upon interrogation, it was noted the right ventricular (rv) lead impedance had been increasing for several months to high impedance values, along with a high rv threshold that had been variable and increasing for several months. In addition, t-wave oversensing (twos) was observed, which the implantable cardioverter defibrillator (ICD) detected as a ventricular arrhythmia; one of the episodes of twos was about to be treated with tachyarrhythmia therapy, however, the oversensing stopped and the device aborted the shock. The ICD sensitivity parameters were adjusted to be less sensitive and prevent oversensing, the device output was reprogrammed and the impedance alert parameters were lowered. The rv lead and ICD remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.